Event description:
The facility reported a colleague infusion pump with a pump failure. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter, it was determined that the reported condition occurred on channel a during delivery, causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The reported condition of pump failure was confirmed through the event history but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "pump failure" (fse: 810:11). (B)(4)